Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed "high resistance/impedance". Max rv pace impedance average of 520 ohms from implant through week ending (B)(6) 2010. Max impedance rose between weeks ending (B)(6) to as high as 3632 ohms. Dropped to 680 ohms (B)(6) 2010. Min pace impedance averaging 544 ohms through same timeframe. Between (B)(6), rv pace impedance was in-range except on (B)(6) @1488ohms. The analysis also revealed "oversensing: one episode of non-physiological nst (<220 ms v-v cycle) on (B)(6) 2010" and "noise: no anomalies found, 33 lifetime v-si counts over 1800 days".

Event description:
It was reported that the pace/sense impedance was greater than 3000 ohms. It also was reported that patient received appropriate therapy and that there was a lead fracture. The lead was explanted and replaced. During explant, the pace/sense pin was found to be short in the header. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory.